Event description:
Customer reported that his bolus deliveries are not showing up in his insulin pump's history. Customer's blood glucose was 130 mg/dl. In troubleshooting, it was found that customer was using active insulin. He was advised that if active insulin is higher than estimated correction, the device would not deliver insulin or record it in the bolus history. Customer had been correcting properly when correcting for food, but he had not been initiating a bolus or correcting for blood glucose only. Customer was assisted with finding the correction amounts for food or blood glucose and active insulin time. Customer's last blood glucose was 183 mg/dl. He has bolused and feels fine. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.